Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012465842 was returned and analyzed. Visual inspection of the handle area identified a kink at the side port tube. The tip and shaft of the sheath were intact with no anomalies. The native dilator was not returned with the sheath. The steering mechanism and deflection tests were performed; no anomalies were discovered. Insertion of the lab test dilator into the sheath was performed. No friction was observed during insertion. The dilator was tightly snap-locked to the sheath. Visual inspection and magnification showed the sheath valve hub was intact without any issues. In conclusion, the reported foreign material was not observed during analysis. The sheath failed returned product inspection due to a side port tubing kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID psg100; product type: generator: product ID pscc100; product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, an error message was received indicating that the high voltage charge timed out. The generator was restarted and the catheter was replaced to resolve the issue. After, when the catheter was removed a suture was found on the tip of the catheter and on the insertion part of the sheath on the handle side. It is unknown where the foreign material originated from. The sheath was then replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.